Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had a return of dystonia symptoms when the device reached end of life (eol). The patient had an appointment to replace the ins, but it had not been replaced at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The patient reported that on (B)(6) 2017, they got an elective replacement indicator (eri) message on their patient programmer and re ported that it seemed like the ins was going down rapidly as it was now at 2.6v. The patient went on to report that starting on (B)(6) 2017, they were having dizziness, and was feeling off. The patient reported that they have an appointment scheduled for (B)(6) 2017 to have the ins replaced. No further patient complications have been reported as a result of this event.